Manufacturer narrative:
(B)(4). Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4 when the homechoice (hc) device user drained out 3237 ml. The device passed both the electrical and the functional tests, and was determined to meet performance specifications relative to the iipv found in the device logs. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A device history review revealed that no exception was observed during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 4. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3237 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up phone with the nurse to notify about the iipv incident found during device evaluation. The nurse was also informed of the probable cause identified. Per nurse, hp did not report any symptoms on or after (B)(6) 2010, and is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.